Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit failed the self-test. The complainant indicated that there was no pt involvement in the reported malfunction.